Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was in "poor general condition", with difficulty swallowing, and having an infection at the insertion site. The patient has been hospitalized. It is unknown if the patient received any treatment during hospitalization. The device remains implanted.